Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately five weeks post device replacement. Further information obtained from the physician indicated the patient died due to an infected pacemaker generator site and infective endocarditis with possible concommitant prosthetic heart valve.